Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) lot 101 and capture-r ready screen (crrs)(3), lot r026 durng validation testing on the echo. Patient has a history of anti-e and anti-c. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
A service call was made. The instrument was operating within specifications with no further problems observed. The customer's samples were received with 4+ hemolysis and therefore, were not tested on an in-house echo.the samples were tested with retention crrs(3), lot r026. One sample was nonreactive with all three cells ( the sample had a previous history of warm auto antibody), and the rest of the samples tested exhibited various strengths of reactivity. Reactiivty of e and c antigens was confirmed on retention crrs(3), lot r026.